Event description:
The pt had a complex index procedure with a total occlusion of the peroneal artery after laser/polarcath but a dissection occurred with no flow (procedure was performed in 2005). Slightly oversized stent was deployed to return flow through the popliteal and peroneal artery. A stent was required to establish flow. At 4-5 months, the clinical symptoms recurred. Abi decreased and repeat angiography and secondary reinterventions were performed 5 months later. The popliteal and peroneal secondary reinterventions were performed with excimer laser atherectomy. Clinically the pt is doing well to date.